Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a leak at reservoir o ring. The leakage through the o-ring confirms that the programmed insulin did not deliver sufficient amount of insulin which then contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all accepted criteria.

Event description:
The customer reported that her blood glucose reached 28.0 mmol/l (504 mg/dl) after wearing the pod for longer than 48 hrs.